Event description:
This complaint came in for a screen problem. No pt involvement was reported.

Manufacturer narrative:
(B)(4). This complaint came in for a screen problem. No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.